Manufacturer narrative:
The gluc3 reagent lot number was 73448901 with an expiration date of 31-oct-2024. Calibration was last performed on (B)(6) 2023 and was acceptable. Qc was acceptable prior to the event. The provided spin time might be shorter than recommended and the spin speed might be faster than recommended. The alarm trace showed an abnormal aspiration (sample pipetter) alarm. This is an indicator of a possible poor sample quality. The field service engineer found the sample probe had build-up on the outside. He cleaned the sample probe and performed adjustments for better external rinsing. Precision studies were performed and the instrument was performing within specifications. The cause was a build-up on the outside of the sample probe. The service actions (cleaning the sample probe and performing adjustments) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with glucose hk gen.3 (gluc3) assay on a cobas c503 analytical unit when compared to a different analyzer. Initial result: 62 mg/dl. Delta flags in their middleware prompted the repeat of the sample. The sample was then repeated for the first time on the same c503 and for the 2nd time on another analyzer and the repeat results were both 101 mg/dl. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.